Manufacturer narrative:
Examination revealed that the switch was powered continually. The most likely cause is a failed electronic component. The supplier of the switches has launched multiple CAPA projects to resolve the issue.

Event description:
It was reported that switch remained "on" at all times when connected to a power supply.